Event description:
It was reported that the patient with this pacemaker experienced dizziness. The patient went to the emergency room (ER) and an x-ray was performed and the right ventricular (rv) lead looked good. The patient came back to ER again as a result of the symptoms. High capture thresholds and rv impedance drop was also noted. There was concerns about loss of capture. Currently, this product remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker experienced dizziness. The patient went to the emergency room (ER) and an x-ray was performed and the right ventricular (rv) lead looked good. The patient came back to ER again as a result of the symptoms. High capture thresholds and rv impedance drop was also noted. There was concerns about loss of capture. It was confirmed that the patient never lost capture. This patient actually came in and continue with intermittent unexplained episodes of dizziness with variable ventricular pace morphology and had been dependent but intrinsic last week. Currently, this product remains in service and no additional adverse patient effects were reported.